Manufacturer narrative:
(B)(4). Investigation results: a wallflex biliary rx uncovered stent and delivery system were returned for analysis. The stent was received fully covered by the outer sheath and not deployed. Visual examination of the returned device found the outer sheath was detached/broken at the outer diameter: proximal exterior tube- endoscope interface (proximal end of the gas section) and a kink was noted along the blue outer sheath. The inner member was kinked at the proximal end of the guidewire access sheath (gas) section. Functional evaluation revealed the stent could not be deployed using the delivery system as received; however, the stent could be manually deployed by gripping the outer sheath and pulling the tip distally. There were no issues with the stent and no other issues with the delivery system were noted. The damages noted to the wallflex biliary rx uncovered stent and delivery system are consistent with the application of excessive force during use. Taking all available information into consideration, the investigation concluded that the observed failures were likely due to anatomical or procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause for this complaint is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly and product specifications at the time of release to distribution. A search of the complaint database revealed that no other similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx uncovered stent was to be used to treat a malignant stricture in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2018. Reportedly, the patient¿s anatomy was not dilated prior to stent placement. According to the complainant, during the procedure, the stent failed to deploy inside the patient. The stent was removed from the patient, and appeared to be partially covered by the outer sheath. The procedure was completed with another wallflex biliary stent. There were no patient complications reported as a result of this event. The patient¿s condition at the conclusion of the procedure was reported to be fine. Note: this event has been deemed an MDR-reportable event based on the investigation results which revealed that the outer sheath was detached/broken at the outer diameter: proximal exterior tube ¿ endoscope interface (proximal end of the guidewire access sheath (gas) section).